Manufacturer narrative:
The ge healthcare service representative replaced the base plate and casters to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The ge healthcare service representative reported that a demo unit arrived with two casters damaged and receiving plate stripped. There was no report of patient involvement.